Event description:
It was reported that this pacemaker system exhibited right atrial oversensing, as observed on presenting and stored intracardiac electrograms. Although the patient reported symptoms of syncope, the device was found to be functioning as programmed, and no device related cause was identified. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. This system remains in service.